Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer who stated the spo2 probe was not detecting and displaying inaccurate oxygen saturation. The rse determined the spo2 sensor would need to be replaced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty spo2 sensor. The issue was resolved by the customer replacing the sensor. No follow-up was requested by the customer; no additional information was provided based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mmx device indicating that the spo2 probe is not detecting and was displaying inaccurate oxygen saturation. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.